Manufacturer narrative:
Bayer service responded to the site and replaced the system batteries, charger card, and pcb main board. This returned the system to normal operation. The main pcb board was requested to be returned to bayer product analysis for evaluation. The returning part was lost in transit via dhl. Dhl is unable to provide the location of this item; therefore we are unable to provide any further information.

Manufacturer narrative:
Bayer service responded to the site and replaced the system batteries, charger card, and pcb main board. This returned the system to normal operation. Quality assurance product analysis is waiting on the return of the affected parts for evaluation. Once our investigation is completed, a follow-up report will be submitted.

Event description:
A bayer representative reported the following: the customer reported that the veris monitor powered off during use. There was no adverse event or patient injury.